Manufacturer narrative:
Follow-up # 1 date of submission 8/03/2016. Device evaluation: the device has been returned and evaluated by product analysis on 7/12/2016 with the following findings: during visual inspection of the pump, it was observed that the cartridge compartment was cracked. Unrelated to the initial complaint, it was observed that there was evidence of moisture in the battery compartment. Also unrelated to the initial complaint, it was observed that the display screen was dim and discolored and there was a crack in the pump case at the top right corner between the display lens and the pump seal. A leak test was performed and failed due to this crack in the pump case. The pump was opened and there was moisture found on the transceiver board. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release.

Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time. (B)(6).

Event description:
On (B)(6) 2016, the reporter contacted animas, alleging a casing/condition (cracked/damaged casing) issue. It was reported that the cartridge compartment was damaged. The alleged issue could not be resolved with troubleshooting. There is no indication that the product issue caused or contributed to an adverse event. This complaint is being reported because the alleged malfunction has the ability to result in a delay in treatment or long term cessation in delivery if the damage impacts the power circuit or cartridge compartment.